Manufacturer narrative:
Details of complaint: the customer reported that the gz telemetry device was spontaneously discharged from the central nurse's station (cns). The discharge affects live data, ECG, and alarm functionality. This may result in overlooking the patient's condition. When a patient is discharged from the cns, it would indicate that the bed tile is blank. When the cns is monitoring the patient, waveforms and vital signs would populate. The issue is readily detectable to the monitoring clinician. Device logs were sent to nkc for analysis. Service requested: troubleshooting. Service performed: analysis of the cns log files. Although the log was checked, the cause could not be specified. As a result of checking the log, tele-49 was as below; january 28 2:52am the power turns on january 28 5:46:57 to 8:31:01am communication loss january 28 9:15am starting to communicate with cn january 28 9:30am open the admit/discharge window on the gz january 28 10:00am operate the alarm setting on the gz the logs which the admit/discharge window has been opened on the gz can be stored, but the logs which the admit/discharge operation has been done cannot be stored. Also, the admitting/discharging logs on the gz are not stored on the cns, so it is difficult to investigate further by the logs. Investigation summary: the overall risk score is medium. Based on the analysis, the root cause is likely accidental discharge by patient, although not confirmed because the log of the admit/discharge operation is not available in the current version of the software. The recommended correction is using the available screen lock function to prevent future accidental discharge. Service history for this customer site shows no subsequent reports for accidental discharge. No CAPA is required at this time.

Event description:
The nihon kohden clinical applications specialist reported that the central nurse's station (cns) was randomly discharging the patient name or the entire tile would go into comm loss. No consequence or impact to the patient was reported.

Manufacturer narrative:
The nihon kohden clinical applications specialist reported that the central nurse's station (cns) was randomly discharging the patient name or the entire tile would go into comm loss. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nihon kohden clinical applications specialist reported that the central nurse's station (cns) was randomly discharging the patient name or the entire tile would go into comm loss. No consequence or impact to the patient was reported.